Event description:
The event date was actually two days prior to the previous report. No stents were implanted during that procedure. The target lesion 2 stenting occurred during the follow-up procedure that happened on the date of the previous report. The following was reported to us by the site. "In the first procedure, after several dilations with a balloon aqua t3, and no progression of the stent taxus. Across the lesion, the vessel opened partially and in a more distal part there was a contrast leak which lead to the suspension of the procedure with the hypothesis of a dissection and leak to the pericardial cavity. That hypothesis was not confirmed in the subsequent hours and when the pt repeated the procedure, the same leak was still there. The decision was not to abort the lesion in mid-lad. Another lesion in distal rca was treated which is in fact tnl 2." The mid lad lesion after predilation opened the vessel to 50% stenosis, and that was the reason given for not attempting to stent the lesion during the second procedure. The pt was discharged 3 days post index procedure.

Event description:
Clinical study. It was reported that during a coronary artery drug eluting stenting treatment procedure the pt experienced a dissection caused by a taxus liberte drug eluting stent that was unable to cross the lesion. The index procedure treated the lesion diameter, 100% stenosed region of the mid left anterior descending artery (lad). The lesion was severely tortuous with severe calcification. The physician predilated the lesion prior to attempting to cross with a taxus liberte 3.0x12 mm drug eluting stent. The stent was not implanted. As a result of this failed implpantation attempt a dissection occurred distal to the target lesion area with a fistula to the ventricle. It was also noted that a side branch vasospasm occurred. Residual stenosis was 100% after the failed procedure with a possible thrombus present. No further lesion treatment information is avalialbe at this time. Target lesion 2 was located in the distal right coronary artery (rca). It was treated with the placement of one taxus liberte 3.0x16 mm drug eluting stent. The pt was discharged on asa plavix.